Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded morphine 16 mg/ml for a total dose of 8.610 mg/day, compounded clonidine 600 mcg/ml for a total dose of 322.86 mg/day, and compounded bupivacaine 30 mg/ml for a total dose of 16.143 mg/day via an implantable pump for malignant pain. It was reported a review of the device logs on (B)(6) 2018 revealed a pump motor stall at 21:41 on (B)(6) 2017 with a motor stall recovery at 22:46 on (B)(6) 2017 without a report of a magnetic resonance imaging (MRI). No action was taken. The outcome of the event resolved without sequelae on (B)(6) 2017. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2017. No further complications were reported/anticipated.